Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the right plunger case was cracked. A review of the event history log (ehl) identified check syringe plunger sensor error. During the functional testing the reported issue was able to be duplicated. The q1 chip on the plunger board was loose and the printed circuit board (pcb) board was now loose from the case. The root cause was known and related to the design. A corrective and preventative action has been opened to address the reported issue. Replaced the plunger pcb.

Event description:
It was reported that the pump would not run. No patient involvement was confirmed as the biomedical representative was who requested pump repair.